Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with an implantable cardioverter defibrillator (ICD) experienced continuous pain post implant for a month. Along with the pain, skin distension was experienced. A pocket revision procedure was performed at the device location and the pain stopped. Oral pain medication was administered. The ICD still in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.